Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports (same failure, different event dates). Other mfg report number: 3014334038-2022-00181. A facility reported a perforator plunged. No patient injury reported, no surgical delay. The manufacturer of the drill used with the perforator was an electric medtronic. The perforator clicked in place with the drill and the recommended spring tests were performed between each burr hole. Procedure was completed as expected.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the perforator was not returned for evaluation (discarded by customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.